Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
During intubation of a critical patient in the intensive care unit, the users switched on the device and connected it to a power outlet. After the patient had been sedated and curarised, the blade was inserted into the mouth. At this point, the device's screen switched off and there was no way to switch it back on. Another similar device had to be used as an emergency measure. The patient did not suffer any serious clinical consequences as a result of this error.